Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported they were able to get the logs. They entered an amount in the reservoir.

Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6)2010 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated spinal pain. The pump contained lioresal [1000 mcg/ml] at a dose of 408 mcg/day and infumorph [70 mg/ml] at a dose of 28.61 mg/day. It was reported they would be revising the catheter the day of the report because the hcp believed there might be a kink in the catheter. It was unknown if the catheter event was confirmed. The reason for the call was the representative was not able to get to the pump logs after interrogating the patient¿s pump. The representative stated in the reservoir volume tab, there was no value in there. The representative stated she was not sure what the hcps plan was that day. The representative stated she knew they were not planning on filling the pump today with drug. No further patient complications were reported.